Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was located in the proximal rca and treated with a 3.5 x 20 mm taxus stent. Target lesion 2 was located in the proximal rca and treated with a 3.5 x 20 mm taxus stent, overlapping the first stent. Target lesion 3 was located in the first diagonal branch of the lad and treated with a 2.5 x 24 mm taxus stent. Target lesion 4 was located in the first diagonal branch of the lad and treated with a 2.5 x 24 mm taxus stent, overlapping the first stent. In about 6 months later, the pt underwent CABG, including a graft to the mid lad (lad is a target vessel) secondary to diffuse instent restenosis. No other complaints have been reported.

Event description:
It was furhter reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the "proximal third" of the rca with 75% stenosis and was 15mm long with a reference vessel diameter of 3.6mm. Target lesion 1 was treated with predilatation and a 3.5x20mm taxus stent, with 0% residual stenosis. Target lesion 2 was also located in the proximal rca with 90% stenosis and was 15mm long with a reference vessel diameter of 3.6mm. Target lesion 2 was treated with predilatation and a 3.5x20mm taxus stent, overlapping the previously placed stent, and reducing the stenosis to 0%. Target lesion 3 was located in the mid portion of the 1st diagonal with 80% stenosis and was 19mm long with a reference vessel diameter of 2.6mm. Target lesion 3 was treated with predilatation and a 2.5x24mm taxus stent, with 0% residual stenosis. Target lesion 4 was located in the proximal segment of the 1st diagonal with 80% stenosis and was 18mm long with a reference vessel diameter of 2.6mm. Target lesion 4 was treated with predilatation and a 2.5x24mm taxus stent, overlapping the previously placed stent, and reducing the stenosis to 0%. The pt was discharged two days later on asa and plavix therapy. Four months later, patient underwent outpatient cardiac catheterization to evaluate results of treadmill sestamibi stress test (one month ago) suggestive of ischemia. Coronary angiography revealed: lad - 60%-70% mid, instent restenosis; 80%ostial and 50% proximal stenosis of the 1st diagonal, lcx - evidence of previous stents, which were patent, rca - 40% mid, instent restenosis. Two months later, pt underwent recommended coronary artery bypass grafting x 1 with lima to lad. Hospitalization was prolonged by the development of small bowel ileus with moderate ischemia. Six days later, patient underwent exploratory laparotomy with retrograde superior mesenteric artery embolectomy. The patient was discharged fifteen days later. In the opinion of the physician the relationship of the event to the taxus stent is "unknown."

Event description:
Clinical study. 6000080-2004-1272, 01273, 01274. It was reported that 6 months after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the right coronary artery and the left anterior descending artery.